Event description:
It was reported after using one (1) bd bbl¿ columbia agar with 5% sheep blood plate, there was visible mold growth on the plate after incubation. The patient samples were immediately retested, and all remaining plates were set aside. There was no adverse patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.